Event description:
It was reported that during the vdd lead positioning in the apex, the patient complained of chest pain. The patient's blood pressure was also decreasing so the lead positioning was discontinued. Imaging of the right ventricle revealed a perforation and pericardial effusion which was drained. After the drainage, the patient's blood pressure continued to rise to a stable level. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no amomalies found. (B)(4).